Event description:
Device was reported to have been involved in an overinfusion incident. The pump was being used for an epidural infusion and infused 100 ml of medication in 2 1/2 hours instead of 12 hours. Pt was sent to ICU for observation and sustained no serious injury.

Event description:
Device was reported to have been involved in an overinfusion incident. The pump was being used for an epidural infusion and infused 100 ml of medication in 2 1/2 hours instead of 12 hours. Pt was sent to ICU for observation and sustained no serious injury.